Event description:
It was reported that the patient received an inappropriate shock. Technical services discussed the event and advised to continue normal device follow-up and monitoring. Later, it was reported that patient had received multiple inappropriate shocks. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.